Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for cancer chemotherapy. The pump was used to deliver saline. It was reported that the patient had a refill "maybe 2 weeks ago" and, when they had the refill, the nursing staff forgot to use the tablet to reprogram the pump with a new volume. The pump had been beeping, thinking that it was about to run dry. Technical services reviewed that the pump would continue to try to infuse at the programmed rate even if it thought it was empty. The reporter stated that the pump was updated on (B)(6) 2026, however the patient reported that she continued to hear the alarm. Technical services reviewed checking to see if there was still an active alarming showing and also suggested to double check the low reservoir volume compared to the current reservoir volume.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.